Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 231 mg/dl (meter) and 552 mg/dl (lab);571 mg/dl (meter) and 1001 mg/dl (lab); hi (greater than 600 mg/dl) and 1139 mg/dl (lab). Samples for the lab and the meter were drawn from the patient's infusa port. No actions taken based on device results. Customer was treated with a continuous insulin drip based upon the lab results. No adverse event reported. Requested return of suspect device and replacement was sent.